Manufacturer narrative:
(B)(4). Batch #m91p91. The device was received with the tissue pad detached and returned but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the reporting smoke was generated by the tissue pad being melted. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tissue pad started to come off. Excessive smoking/plume was initially noticed and that is when the jaw was inspected and the tissue pad was noted to be lifted. It was unknown if any part detached, but it was confirmed with the surgeon that no pieces fell into the patient. No alert screens were displayed. Case completed with another device of the same product code. There were no patient consequences reported.